Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report #: 1627487-2016-01373. It was reported the patient stopped receiving effective stimulation. An impedance check revealed high impedances on multiple contacts. Fluoroscopy was performed but did not reveal any anomalies. Programming was attempted but could not provide resolution. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2016-01373. Follow-up revealed the patient's leads were explanted and replaced on (B)(6) 2016. The issue was resolved.